Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive including on/off current testing, power cycling, defib cycling and bench handling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed no indication of a device malfunction. No trend is associated with reports of this type.